Event description:
Lost of ventricular stimulation was reported. Impedance of ventricular stimulation was over 9999 ohms. During the revision, the pacemaker was connected to another ventricular lead with the same effect (no stimulation). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4): preliminary testing revealed no pacing output when device was programmed vvi 60 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the bond wire lifts occurred before explant.